Event description:
It was reported that the customer was at school and had a no delivery alarm during basal. Customer has had the pump replaced due to the same problem and for the customer's safety. Customer's mother asked for replacements for 4 reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.